Manufacturer narrative:
Device was tested and functioned without issue. No conclusion could be made for the reported device failure.

Event description:
During a rotator cuff repair sales rep. For smith+nephew confirmed that, the surgeon had to convert to a different technique, which caused a ninety minute delay. The problem was the jaws would not shut when trying to grasp the cuff. Sales rep. Checked the instrument at the end of the case and with the needle in place, the jaws left a 5mm opening when they were meant to be completely closed. The patient was average size; it is not known what the cuff thickness was.